Event description:
A caller reported a cgm error 42, indicating an issue with the sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, which successfully resolved the issue, allowing the sensor session to be restarted without further errors.